Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device is involved in the field safety notice on platinium devices issued in (B)(6) 2018. It was reportedly prophylactically replaced on (B)(6) 2018. The explanted device could not be retrieved for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The subject device is involved in the field safety notice on platinium devices issued in july 2018. It was reportedly prophylactically replaced on (B)(6) 2018. The explanted device could not be retrieved for analysis.